Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline power fault alarms with no corresponding incident. Patient attempted to clear the fault but it returned immediately. The log files confirmed the reported driveline power fault for a possible broken a wire. On (B)(6) 2021 the patient had a controller exchange after low-flow thresholds were adjusted and the patient never had their modular cable replaced. The modular cable and the controller were exchanged and the alarms resolved. The log files provided after the modular cable exchanged showed no additional driveline power faults.

Event description:
It was reported that the controller had been exchanged on (B)(6) 2022 after troubleshooting of exchanging backup batteries, inspecting cables, syncing clocks. Modular cable referenced in MFR# (B)(4)

Manufacturer narrative:
Previous controller exchange referenced in MFR# (B)(4) manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the log file review. The log files from controller, serial (B)(6), spanned approximately 2 days ((B)(6) 2022, (B)(6) 2022, and from (B)(6) 2022 to (B)(6) 2022 per the timestamp). A driveline power fault alarm activated on (B)(6) 2022 at 20:07 due to broken power a (error code f4). The driveline was briefly disconnected on (B)(6) 2022 at 20:11 which seems to have resolved the driveline power fault alarm, but the alarm continued to activate towards the end of the log file when the driveline was reconnected. No other notable alarm was observed. The log file from a new controller, serial (B)(6), spanned approximately 7 days ((B)(6) 2022 to (B)(6) 2022 and (B)(6) 2022 per the timestamp). No additional driveline power fault or notable alarm was observed. The hm3 system controller, serial (B)(6), was not returned for analysis. Per provided information, the modular cable was exchanged resolving the issue. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline power fault. No further information was provided. The manufacturer is closing the file on this event.